Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The patient reported being unable to connect to the cgm application, which contributed to a hospitalization approximately one week prior to the report. On (B)(6) 2025, the cgm displayed a value of 40 mg/dl, while a manual bg reading showed 371 mg/dl, indicating a discrepancy. The patient noted that prior to this incident, manual bg readings consistently matched cgm values. Due to feeling unwell at the time of the event, the patient performed a manual bg check and attempted to calibrate the cgm; however, calibration did not bring the cgm readings into the expected range. The patient arrived at the hospital around 1:00 am and remained there until the afternoon. Treatment included unspecified IV medication. At the time of reporting, the patient was reportedly doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.